Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements and loss of capture as the lead was found out to be fractured. The lead was surgically abandoned. No additional adverse patient effects were reported.